Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The test strip lot number is unknown, hence the date of manufacture is also unknown. The date listed in section h-4 is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6) 2014, "around 8:30 am" he received readings from his adc blood glucose meter of 8.2 mmol/l (148 mg/dl) and 8.6 mmol/l (155 mgd/l). Customer further reported he was feeling "bad", had lain down and subsequently became unconscious. Customer's wife treated him with hypostop and then called the paramedics because he had still not regained consciousness. Upon arrival they received a reading with their meter of 1.2mmol/l (22 mg/dl) and treated customer with unspecified "injections". There was no report of death or permanent injury associated with this event.